Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "intracapsular and extracapsular rupture", "peri-implant fluid", "shape changed", and "scattered cysts". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported right side "intracapsular and extracapsular rupture", "peri-implant fluid", "shape changed", and "scattered cysts." The device has been explanted.